Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the patient fell and sustained a posterior dislocation of the right total hip with dissociation of the bipolar component.